Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott during a trial, the leads could not be placed due to the patient¿s anatomy. The trial was aborted. The patient had a csf leak. The patient experienced a ¿heaviness¿ sensation and headache. The symptoms resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that during an scs trial procedure on (B)(6) 2025, there was a cerebrospinal fluid leakage. Patient experienced heaviness sensation and headache. Patient was managed with rest and lying down, resolving the symptoms.